Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all of the device components (particularly the clip) were not included in the return. During a functional test, the device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gastrointestinal (gi) position with the tip in the maximum retroflexed position to simulate a worst case position. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. In addition, due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The user reported "the clip was tested prior to use, and it was reported to feel a bit like a "grinding" feeling." The IFU (instructions for use) system preparation states: "uncoil device. Verify smooth handle operation and clip action" prior to use. The instructions for use state: "verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the clip had a "grinding feeling" prior to use and was used anyway, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook instinct endoscopic hemoclip. Upon opening the clip, the clip deployed in the patient in the open position. The clip was tested prior to use, and it was reported to feel a bit like a "grinding" feeling.